Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 26 mg/dl. The customer felt that the insulin pump was not at fault, and felt no need to troubleshoot. However, the customer felt that the sensor was not working properly as it did not alert him of how low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report numbers 2032227-2012-05469 and 2032227-2012-05470.